Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported upstream occlusion error was unable to be reproduced, but was confirmed through review of the event history log. Further physical inspection found the upstream sensor readings to be below specification, which was known to increase sensitivity to false upstream occlusion alarms. The upstream sensor and pusher were replaced.

Event description:
It was reported a spectrum pump had an nuisance upstream occlusion alarms. Any patient involvement, injury or medical intervention is unknown.